Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -8.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).